Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total hip replacement, (B)(6) 2018 - small calcar planar wasn't sharp enough to perform task during procedure. Larger calcar planar had to be used during surgery. (Advised surgeon could use larger calcar planar or could open another instrument kit.) Nil impact on patient.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.